Manufacturer narrative:
(B)(4). Batch # n5609h. The following information was requested, but unavailable: it was reported that when the jaws were opened, a metal piece fell off. Please describe the appearance of the metal piece. No information. Is a photo available of the metal piece? Not available. Will the piece be returned with the device? No information. The analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted damage on the same side of the missing bearing. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open pancreaticoduodenectomy, the closing force was higher than expected but the device could be fired. When the jaws were opened, a metal piece fell off. The fallen piece was retrieved. The staple height was set to green, and the target tissue was a little thick. Another device was used to complete the case. There were no adverse consequences to the patient.